Event description:
Additional information was received that the patient had a lead and generator replacement. A lead fracture was reported to have been seen by the surgeon near the bifurcation of the lead. Attempts for product return have been unsuccessful.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported this incorrectly.

Event description:
It was reported that device diagnostics resulted in high impedance (10,000 ohms). The physician reported that the high impedance is most likely due to the patient manipulating (twiddling) the lead through the skin; however, he was not certain. The device was not programmed off. It was reported that the physician is interested in seeing how long the patient will have great seizure control and x-rays may be performed in the future. No surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The explanted products have not been received by the manufacturer to date.

Event description:
Additional information was received that the patient had the generator is reported as having been turned off and x-rays of neck and chest were taken. Clinic note indicated that the generator was turned back on after the x-rays. The patient has been having recent seizures.